Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01517. This report is being submitted as additional information. The referenced infection/sepsis was reported under MFR. Medwatch report number 2916596-2018-00626. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 10 months. The pump was not explanted and will therefore not available for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the developed difficulty speaking. The patient presented to the emergency room with expressive aphasia. Anticoagulant at the time of the event was warfarin. The patient was non-compliant with anticoagulation. CT of the brain showed left cerebellar hemorrhage and small right pontine hemorrhage. Inr was 1.7. The patient was given kcentra and vitamin k. Patient was febrile at 101 f. On (B)(6) 2018, the patient experienced tremors and an acute change in mental status. The patient was hypertensive with systolic blood pressure (sbp) 160 mmhg. CT showed significant increase in the amount of intraparenchymal hemorrhage within the left parietal and temporal lobes in the area of recent infarct. Lvad was functioning as expected with no issues. It was reported that the patient expired from hemorrhagic stroke on (B)(6) 2018. At the time, the inr was 4.3 (was 1.5 on (B)(6) 2018). Of note, the patient also had an infection/sepsis. No additional information was provided.

Manufacturer narrative:
Manufacture investigation conclusion: a direct relationship between the device and the reported hemorrhagic stroke and a direct cause for the reported infection could not be conclusively determined through this evaluation. The pump was not explanted and was therefore not available for evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.